Event description:
It was reported during routine post implant device follow up, an alert for extended charge time was observed. The alert was received in (B)(6) 2012 which was pre-implant. A capacitor maintenance was performed to review the present charge time. The charge time was within normal range. Patient to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.